Event description:
It was reported that the arrows are not always responding to the presses. It was reported there is no water exposure or trauma to the pump.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. All keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.